Manufacturer narrative:
(B)(4).

Event description:
It was also reported on (B)(6) 2014 that the battery was completely dead. It was noted the stimulation stopped the day prior to (B)(6) 2014. The patient usually recharged every day or two days and it was noted the last charge was in the past couple days. The patient had tried to recharge the (B)(6) 2014 but the recharger screen showed the battery was "flat lining."&#63497;it was noted coupling bars were present on the recharger but the battery was not present/not blinking. It was noted the screen was blank with bars on the bottom like "a barcode." Troubleshooting was limited due to the patient not being present. The recharger was turned on to assess the screen. The recharger showed poor communication screen which was expected. It was noted the recharger screen appeared to be functioning correctly. Later on (B)(6) 2014 it was reported an overdischarge was suspected. The patient attempted to communicate with the recharger and programmer and noted seeing the reposition antenna screen on the recharger and the poor communication screen on the patient programmer. The last time any stimulation was felt was "probably a week prior." The last successful recharging session was 2-3 weeks prior. It was noted the patient had an appointment with their physician and rep the previous monday. On (B)(6) 2014 it was reported there was a normal estimated replacement indicator (eri) message. No further information was noted. On (B)(6) 2014 follow up reported the overdischarge was confirmed. Patient compliance was noted as the cause of the overdischarge. A physician mode recharge was done and successful. There were no further troubleshooting/interventions necessary. The patient's outcome was noted as good. It was later reported on (B)(6) 2014 the stimulator was responding now that it was out of the overdischarged state. On (B)(6) 2014 follow-up reported the patient&#62688;device was not at eri. The patient didn't recharge and went into overdischarge. It was noted they did a trickle charge "over the weekend." When the manufacturer representative saw the patient again on "monday" the patient stated that they did not feel stimulation "like they used to." It was at this time the patient mentioned shocking and jolting when the device was checked. It was also noted that the patient fell before they saw the manufacturer representative. It was noted that the physician decided that they would "just change out the lead and ins." It was noted that the device was replaced due to the previously reported high impedances. [**the shock/jolt, fall, and change out/replacement pertains to the previously reported ins/lead/extension explant. The information reasonably indicated that the overdischarge occurred prior to the shock/jolt, fall and explant.**]

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID 3998, lot# v042627v01, explanted: (B)(6) 2014, product type: lead. Product ID neu_tlock_anchor, explanted: (B)(6) 2014, product type: accessory. Product ID 3550-29, explanted: (B)(6) 2014, product type: accessory. Product ID 3998, lot# v042627v01, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead found that there was a reliability nonconformance. It was noted that the stim lead body conductor was broke n at the twist lock anchor site. It was noted that conductors #4 and #5 were broken 13.8cm from the proximal end. It was noted that conductors #6 and #7 were shorted together. Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. It was noted that the ins battery had a reduced capacity due to overdischarge. Analysis of the extension found that there was no anomaly. Analysis of the 3550-29 restr plug/clsd boot found that there was no anomaly. Analysis of the anchor found that there was no anomaly.

Event description:
It was further reported that the patient¿s fall was in the january prior to the report. It was further reported that their entire system was replaced in february. The system was replaced because the wires were pinched and it was not working right.

Event description:
It was reported, the patient had a shocking or jolting sensation at the pocket and back location. It was noted, the jolting sensation went away when the stimulation was turned off. The shocking and jolting started following a fall. Whenever stimulation is turned the patient felt a sharp jolt at their back and at the pocket. It was noted x-rays were taken and it appeared there may be an issue at the stimulator based on the position of the stimulator and it appeared that the lead may have yanked on the stimulator. It was noted there was a reading of greater than 10,000 ohms for impedances. When impedances were retested the values were normal and between 1800 to 2100 ohms. It was also reported, the patient had less than 50% therapy relief at the device pocket. Additional information reported the patient was having a revision on (B)(6) 2014.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7427, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 3998, lot# v042627v01, implanted: 2010 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_tlock_anchor, explanted: (B)(6) 2014, product type: accessory. Product ID: 3550-29, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that a revision was performed and the old unit was taken out and a new one was put in. In response to the question 'did the shocking sensation and pain at the implantable neurostimulator (ins) site resolve' and 'are they receiving effective therapy' the manufacturer representative responded that the patient was doing well. Additional information received reported that the device was replaced due to high impedances and not due to an elective replacement indicator (eri). It was noted that the patient fell at some point before they saw the manufacturing representative the first time. It may have been over the weekend prior to (B)(6) 2014 but it was not clear. The manufacturer representative saw the patient again on monday the patient stated that they did not feel stimulation "like they used to." When the manufacturer representative checked the device they found the lead impedances were "sky high." It was at that time the device was checked the patient mentioned shocking and jolting. It was noted that the healthcare professional (hcp) decided they would just change out the lead and ins. Additional information received reported that the ins, lead and extension were explanted. The device would be replaced. It was noted that there was lead/extension/accessory breakage. It was noted that the patient took fall and then started to feel uncomfortable stimulation. The device was used in the patient. The intended use of the device was treatment. There was no a patient death. There was no a patient injury. The patient status after the device was removed was recovered without sequela. It was also noted that there was "normal battery depletion."